Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rubbed raw under the front te pad. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.